Manufacturer narrative:
On 12-dec-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav catheter and when the catheter was taken out of the sterile package a hair was found inside said packaging. The case proceeded with a completely different catheter. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed no damage or anomalies on the device. During the inspection, it was noticed that the package was missing therefore it was not possible to analyzed for foreign material inside. A manufacturing record evaluation was performed for the finished device lot number 31746635l and no internal action was found during the review. The foreign material inside the packaging issue reported by the customer could not be replicated during the product investigation due to the product condition arrived. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav catheter and when the catheter was taken out of the sterile package a hair was found inside said packaging. The case proceeded with a completely different catheter. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).